Manufacturer narrative:
Device is used for treatment not diagnosis. A product development evaluation was performed on the returned parts. The matrix spine system includes locking caps to fix 5.5mm rods to the assembled pedicle screws. The drawings for the matrix locking cap were reviewed. This drawing details the appropriate overall dimensions, assembly notes, and laser etching. Since the returned implants and complaint description does not include enough conclusive information to determine specific contributing implants and the root cause of this complaint, the disposition of this complaint from a design perspective is indeterminate. Placeholder.

Manufacturer narrative:
Device was used for treatment not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Event description:
It was reported that all hardware is being removed due to the rods slipping out of the screws. It was stated that there was no direct trauma that sparked the slippage. After removal of the initial rod and hardware, the patient was then implanted with matrix implants at the same levels. The surgeon also implanted a bone stimulator and a combination of local and cortico cancellous grafts. The product has not been returned and no additional information about the event is available at this time. This is report 11 of 17 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Additional product code for this report includes mnh, mni, kwp, kwq. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as the product was not received, the investigation could not be completed and no conclusion could be drawn.